Event description:
It was reported by service report that the foot end jack would not pump up to maximum height. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: adjustment rod.